Event description:
The customer's huband reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 8.3 mmol/l. The customer's husband reported that the issue occurred when delivering a bolus and that the insulin pump was not exposed to moisture. The customer confirmed that the insulin pump was not dropped or bumped. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.